Event description:
It was reported that a 31-year-old caucasian female patient underwent a breast surgery with a 425cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation on an undisclosed side, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with an unspecified 425cc saline breast implant on (B)(6) 1999. Two lot numbers were provided to mentor, but their sides of implantation were not disclosed. As such, two lot numbers have been populated in the lot number field.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 22, 2022, mentor completed a manufacturing record evaluation on the lot numbers provided. No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).